Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "product was being used during delivery. Drs. Were unable to pull the forceps apart. After a few minutes of manipulation they were able to remove the forceps". No patient injury was reported. Ten to fifteen minutes delay in surgery was reported. No additional intervention required.

Manufacturer narrative:
Actions taken by aesculap: the product was discontinued. Supplier: (B)(4). Investigation results : the device was not returned to (B)(4), therefore we were not able to send it to the manufacturer for complete investigation of material, workmanship, and manufacturing process. Root cause : based on our trending analysis of previous complaints with the same issue, it is possible that the width of the arms was too thick and caused the forceps to lock up when put together. This could have been the case if the product was not polished down sufficiently during the manufacturing process. Without having the product to perform the necessary testing we cannot ascertain the true root cause. Disposition : device was not available for evaluation and the product has been discontinued. If the product becomes available in the future, we can reopen the investigation.